Event description:
It was reported that during a laparoscopic cholecystectomy, the device was fired on a vessel and the clip would not come out of the jaws. The clip was in the jaws but could not be deployed. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a malformed clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining (B)(4) clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.